Event description:
Same case as MDR ID: 2134265-2015-03899. It was reported that balloon rupture occurred. The target lesion was located in the highly calcified distal superficial femoral artery (sfa). Following atherectomy using a jetstream¿ atherectomy system,, a 7.0x150mm, 135cm charger¿ balloon catheter was used for post angioplasty. However, on the first inflation at 6 atmospheres, the balloon ruptured longitudinally. The device was removed completely from the patient and was exchanged with another 7.0x200mm, 135cm charger¿ balloon catheter which was inflated twice at 8atmospheres. However, on the third inflation at 8 atmospheres, the second balloon also ruptured longitudinally. The device was removed completely from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).